Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-9545-t15-02 driver shaft and ar-9545-t15-03 driver shaft is stripped. This was discovered during a case with no patient harm. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual inspection it was noted that the drive geometry at the distal tip of the returned ar-9545-t15-02 had both twisted and broken. No fragments were returned for inspection. It was not indicated if a torque-indicating adapter had been used with the device. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.